Event description:
Procedure type: urological. According to the reporter: the pt underwent a tvt and cystoscopy procedure for treatment of stress urinary incontinence. The pt allegedly experienced pain and injury. Pt has undergone corrective surgeries.

Manufacturer narrative:
(B)(4).